Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer could not recall if the blood glucose (bg) level was impacted; however, the t:connect history indicated that the bg level was high around the time the occlusions occurred, but it was unk if the occlusions were the cause. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.